Manufacturer narrative:
Additional information received; it was noted that the physician thought that ballooning after implantation may have caused the type iiib endoleak. Film evaluation summary: the reported endoleak was confirmed on the films provided; however the cause or type of endoleak could not be fully determined. While a type iii fabric endoleak cannot be ruled out, it would be less likely to have occurred at index unless the noted ballooning after implantation was excessive. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak, e.g. Calcification. This endoleak is possibly an acute type IV blush endoleak caused by fabric porosity. This likely type IV may have appeared as a focused endoleak from the flow divider due to the higher porosity in that single layer portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a type IV endoleak. Although a type iii separation endoleak also cannot be ruled out, there appeared to be adequate overlap between the bifurcate and contralateral limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the emergent treatment of a 55 mm ruptured abdominal aortic aneurysm. The procedure was completed without any issues. It was reported that post the procedure, while the patient was in ICU, it was difficult to record the patients bp. A CT was performed and a type iiib endoleak was seen in the main body stent graft and the aneurysm had re-ruptured. Intervention was performed and a aui stent graft and iliac occluder were implanted as treatment. This resolved the event. No cause of the event was reported. No additional clinical sequelae were reported and the patient is fine.